Event description:
Information received by medtronic indicated that there was a crack on the outside of the pump. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue the use of the insulin pump and the device was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, faded serial number label, and cracked retainer.cosmetic damage was confirmed at the pump case. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.